Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 10-14atms on the first inflation. The lesion being treated was located in the mildly tortuous, moderately calcified and very stenotic mid left anterior descending artery (lad). The procedure was successfully completed with a 3.00x12mm maverick2 balloon and the implant of a non bsc stent. Patient status is listed as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital, therefore no direct product analysis could be performed and the exact cause of the difficulties experienced during the procedure could not determined.